Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After predilation was performed with a 2.5x20mm maverick balloon and a guidezilla guide catheter extension was advanced, a 3.00 x 20mm synergy¿ drug-eluting stent (des) was advanced but failed to cross due to calcification. The stent was noted to be damaged. Dilation was again performed and the same guide catheter extension was used and a new 3.00 x 20mm synergy¿ des was advanced to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the proximal end of the stent, stent struts were pushed in a distal direction along the balloon and bunched, the struts were lifted at the bunching site. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After predilation was performed with a 2.5x20mm maverick balloon and a guidezilla guide catheter extension was advanced, a 3.00 x 20mm synergy¿ drug-eluting stent (des) was advanced but failed to cross due to calcification. The stent was noted to be damaged. Dilation was again performed and the same guide catheter extension was used and a new 3.00 x 20mm synergy¿ des was advanced to complete the procedure. No patient complications were reported and the patient's status was stable.